Event description:
User facility reported that the device did not complete the reprocessing cycle.

Manufacturer narrative:
Upon investigation, it was determined that the device performed according to specifications during cycles as confirmed by a print out. The reported event of late 2007,(continuing over a four day period) was caused by a single operator selecting a "wash only" rather than the "wash/disinfect" option during the reprocessing of scopes. Cu has been in contact with the user facility, dispatched a field engineer, and instituted a training of operating personnel to prevent this type of user error from recurring in the future. Currently, the design control team is investigating a technical solution to keep users from selecting the inappropriate device function.